Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that through remote transmission, an inappropriate auto mode switch episode was observed due to far r-wave oversensing. The patient was asymptomatic. Programming changes were recommended. The patient will continue to be monitored.